Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected batteries. The blood glucose of the customer was unknown at the time of incident. The customer also stated that the reservoir had issues with screwing in. The product will not be returned for analysis.